Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon popped while inside the patient's cavity during the procedure. Pieces fell into the cavity and the surgeon retrieved them, but he was not completely certain if all pieces were removed. Additional bleeding did not occur. Or time was delayed 4 minutes. No pt injury was reported.